Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up and the display was blank. Blood glucose value was 300 mg/dl. She changed the battery and the insulin pump started to count down and she had to reset her time and date and treated with a bolus. The customer stated that the last alarm received was a battery out limit alarm. The customer was advised that the battery cap would be replaced and to call back if issue persisted. The customer called back with a blank display after device reset and after receiving a new battery cap. Customer stated the display was blank less than 30 seconds. Customer stated the battery cap was not damaged or corroded. She was advised to discontinue the use of the device and revert to a backup plan until receiving a new battery cap.